Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that tape was not sticking event on (B)(6) 2026, the product not adhering due to bad tapes. No further information is available.